Event description:
Philips received a complaint on the heartstart xl+ defibrillator/monitor indicating the treatment implementation test failed. The asp evaluated the device on site. It was determined that the plates required cleaning, which was completed, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
Phone number: (B)(6).